Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized in 2006 due to hypoglycaemia. It was reported that the patient's daughter found her unconscious. Her blood was tested and was found to be "lo" and glucagon was given. She was transported to the hospital via ambulance and was kept at the hospital for 12 hours for tests and IV fluids. The device will be returned for evaluation to ensure that it is functioning correctly and did not contributed to the reported incidence.